Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during dwell 5 of 5. The home patient (hp) was still connected, all the supply bags are empty but there was solution in the heater bag. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and finish with manual supplies. The hp would finish with manual supplies. There was no patient injury or medical intervention reported.